Event description:
The customer reported the system is not displaying an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a socket and cable. (B) (4).